Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they can't increase their settings in group b but can bring them down. Caller stated they're able to adjust settings in group a and c. Caller noted that they turn the stimulation off at night, and when they turn the stimulation on in the morning for group b, they get a message that says "settings not available." Caller added that they see that message when they try to increase the stimulation as well. Caller stated they use group b most of the time. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp patient stated connector not working; patient stated rep reprogrammed. Issue has been resolved. Pt called back and re-reported previously document events from this case. Pt noted mdt rep. Called the pt and met with them in person about 2 months ago and the mdt rep noted one of the 16 electrodes wasn't working. Pt called back because they continued to see the "settings not available" message when trying to increase their group b intensities. Pss reviewed role of rep and re-directed the pt to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.